Event description:
It was reported that an unspecified quantity of em2400 valve sets had an issue of "pooling" or "flooding" from the ports beyond 1-4. This was observed during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.